Event description:
It was reported that pump screen went blank unexpectedly, led was not blinking, and shutdown alarm occurred prior to pump turning off. Customer¿s blood glucose level was reported at 15.52 mmol/l, and there was no additional information provided regarding any further impact to the customer¿s blood glucose level. Customer was able to turn pump back on by plugging it into power source, confirmed battery level was above 20 percent, successfully uploaded pump data, and received education from technical support about system resets and the need to restart continuous glucose monitoring sessions and reload cartridge after shutdown, which customer understood and acknowledged.